Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and a pair new transmitter message was not found within the investigation window. The allegation was not confirmed. However, a review of the bin file was performed and a transmitter failed error was found within the investigation window. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.